Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilation. However, upon inflation using a hand syringe, the balloon ruptured transversely. A snare was used to retrieve the balloon material and the procedure was completed with a different device. No patient complications were reported and the patient's status was okay.